Event description:
It was reported a leak occurred. A concomitant procedure was being performed. Pulsed field ablation was performed as planned. Subsequently, a left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. There was noted difficulty in getting clear tee images during the procedure. A watchman access system (was) was inserted and advanced to the laa and a 31mm watchman flx closure device and delivery system (wds) was inserted and advanced. After deploying the 31mm wds, the physicians re-sheathed five (5) or more times and ultimately was removed from the patient due to the device not meeting release criteria. A 27mm wds was inserted, advanced, and deployed yet also did not meet release criteria as there was a large leak visualized. The 27mm wds was removed. A 31mm wds was inserted, advanced and deployed. Release criteria was met, and it was noted there was no leak around the wds, so the closure device was released and implanted. After implantation, the tee then saw a 5mm leak around the closure device, despite the device appearing stable. The procedure was concluded, and the patient condition was stable. The physicians plan on repeating an echocardiogram post procedure and the patient will have to remain on blood thinners due to the leak. In the physician's opinion, the tee imaging difficulty encountered during the procedure was the cause of the event. The patient remains hospitalized.

Event description:
It was reported a leak occurred. A concomitant procedure was being performed. Pulsed field ablation was performed as planned. Subsequently, a left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. There was noted difficulty in getting clear tee images during the procedure. A watchman access system (was) was inserted and advanced to the laa and a 31mm watchman flx closure device and delivery system (wds) was inserted and advanced. After deploying the 31mm wds, the physicians re-sheathed five (5) or more times and ultimately was removed from the patient due to the device not meeting release criteria. A 27mm wds was inserted, advanced, and deployed yet also did not meet release criteria as there was a large leak visualized. The 27mm wds was removed. A 31mm wds was inserted, advanced and deployed. Release criteria was met, and it was noted there was no leak around the wds, so the closure device was released and implanted. After implantation, the tee then saw a 5mm leak around the closure device, despite the device appearing stable. The procedure was concluded, and the patient condition was stable. The physicians plan on repeating an echocardiogram post procedure and the patient will have to remain on blood thinners due to the leak. In the physician's opinion, the tee imaging difficulty encountered during the procedure was the cause of the event. The patient remains hospitalized.

Manufacturer narrative:
D4: lot # information added.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a leak occurred. A concomitant procedure was being performed. Pulsed field ablation was performed as planned. Subsequently, a left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. There was noted difficulty in getting clear tee images during the procedure. A watchman access system (was) was inserted and advanced to the laa and a 31mm watchman flx closure device and delivery system (wds) was inserted and advanced. After deploying the 31mm wds, the physicians re-sheathed five (5) or more times and ultimately was removed from the patient due to the device not meeting release criteria. A 27mm wds was inserted, advanced, and deployed yet also did not meet release criteria as there was a large leak visualized. The 27mm wds was removed. A 31mm wds was inserted, advanced and deployed. Release criteria was met, and it was noted there was no leak around the wds, so the closure device was released and implanted. After implantation, the tee then saw a 5mm leak around the closure device, despite the device appearing stable. The procedure was concluded, and the patient condition was stable. The physicians plan on repeating an echocardiogram post procedure and the patient will have to remain on blood thinners due to the leak. In the physician's opinion, the tee imaging difficulty encountered during the procedure was the cause of the event. The patient remains hospitalized. It was further reported the patient was discharged home.